Event description:
Spontaneous. Patient reports that they were having an issue with their pump which turned out to be an issue with both pumps and blood in their line. Pump serial numbers unknown. Pt states they had no changes in breathing. Pt also states the wounds from the other sites are blistered and boiled and they saw what appeared to be green on those areas. Pt denies any signs or symptoms of infection but was advised to see medical care. Pt denied wanting to change their site after a nurse contacted them and determined it appeared to be working correctly. Pharmacy is sending out 2 replacement pumps. No other information, details or dates available. Pump return tracking info is not available. Photographs were not provided. This is continuous infusion. Set flow rate and volume delivered are unk. Position of the pump when alarm occurred is unk. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? Unk. Is the actual product available for investigation? Yes; did we replace the product? Yes; did the pt have a backup product they were able to switch to? Unk. Was the pt able to successfully continue their therapy? Yes; reported to (B)(6) by pt/caregiver.